Manufacturer narrative:
Approximate age of device ¿3 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had elevated temperature, distended "adbomen" and suspected bowel "peforation" from the heartmate iii driveline. The patient subsequently expired due to septic shock on (B)(6) 2018.

Manufacturer narrative:
Investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists infection (local, pump pocket, and driveline), sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 1 mar 2019: the health professional indicated that they do not consider the patient's death to be device related. The device operated as expected and will not be returned for evaluation.